Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the product associated with this event shows that the 30-degree endoscope (part#: 470057-05 / serial#: (B)(4) was last used on (B)(6) 2022 on system sk0070. The instrument has 1855 uses remaining after last use. Based on this review, the instrument was used in subsequent procedures after the alleged event reported on this record on (B)(6) 2022. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the 30-degree endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the arm motion was moving in the opposite direction. The customer called in to report the issue and stated that they tried to reseat the instruments, but the issue remained. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system logs with no errors noted. The customer also stated that the universal surgical manipulator (usm) 2 seemed to be acting the worst. The tse recommended reseating the instruments, sterile adapters, and the endoscope. The customer stated that they were going to replace the 30-degree endoscope with a 0-degree endoscope as they were almost done with the procedure. The customer replaced the endoscope and reseated all instruments. The surgeon gained control and stated that everything was working. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.